Event description:
On 06/16/2008 the pt reported that she went to bed on three days earlier with a blood glucose level of 112 mg/dl and at 6am the following morning she woke up restless and thirsty. Her infusion set headset had fallen off of her body during the night and her blood glucose was elevated to 284 mg/dl. Her normal blood glucose range is 80-150 mg/dl. The headset had been in use for 2.5 days. The pt inserted a new headset and used tegaderm to keep it in place and bolused 3.5 units of insulin to lower her blood glucose. By 1 pm the pt's blood glucose had returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.